Event description:
Initial sodium result of 91 mmol/l. Same sample repeated gave result of 144 mmol/l. The initial result was not reported. The field service representative determined the ise tubing was worn. The instrument was repaired.